Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (no power) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication this issue caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The battery compartment was undamaged and the battery cap was returned and the threads were undamaged but the top of the coin slot was damaged making it hard to remove. The battery cap can fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ez-prime steps were performed successfully with no power interruption occurring during the investigation. The ¿no power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).